Event description:
In 2009, a customer contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) machine during fill 1. The home patient (hp) reported that she accidentally contaminated the patient line and then needed to get the cassette out. The technical service representative (tsr) assisted the home patient (hp) to end therapy. The hp was advised to start therapy over with new supplies. At about 5 days later, the hp's nurse stated that the hp informed her of the contamination and was diagnosed with peritonitis after experiencing nausea, vomiting, diarrhea and cloudy effluent in the following day of the initial contact. The hp was admitted to the hospital on the same day and is currently recovering. Per the nurse, the cause of the peritonitis was stated as patient line contamination or a leak (unknown location). Per the nurse, the hp's cat may have caused a leak in the patient line. An effluent culture was performed by the hospital on that day, the results of which are not available to the peritoneal dialysis (pd) nurse. The patient was to be released from the hospital, but while there, patient developed an unspecified stomach infection. Treatment included cephalozolin and ceftazidime (dosage and route unknown). The patient remained hospitalized and dianeal therapy continued. The hp did not have an exit site infection and does not reuse supplies. The hp was retrained on aseptic technique.

Manufacturer narrative:
The sample was discarded and therefore not available for evaluation.